Manufacturer narrative:
Technician found that the head of bed will not go up due to stuck valve. Bed did not work manually. Replaced head up valve to resolve this issue. Bed found in bed shop.

Event description:
Complaint alleged that the head of bed will not go up.